Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer changed the cartridge and resumed insulin delivery successfully. Additionally, it was reported that the pump time was incorrect by 6 minutes; cause was unknown. Tandem technical support helped customer correct the pump time and successfully resume insulin delivery. Customer¿s blood glucose level was 350 mg/dl.